Event description:
It was reported that the patient complained of feeling shortness of breath. The device was found to have recorded very few atrial high rate events, despite the fact that the patient has a history of atrial arrhythmias, and was in a high rate at the time of the visit. The patient will continue to be monitored, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - no anomalies found: device began recording voltage, lead and amplitude data on (B)(4) 2012. No noteworthy events noted in the 6 days between implant and s2d.